Event description:
Boston scientific received information that this implantable ventricular lead exhibited a shock impedance measurement of greater than 125 ohms, recorded by this cardiac resynchronization therapy defibrillator (crt-d). Shock impedance measurements had previously been stable. Pacing measurements are good and stable. No adverse patient effects were reported. Technical services discussed the possible causes of the out of range measurement including a loose setscrew or a fracture in the lead. Technical services advised completing 1.1 joule and maximum energy shocks to test the integrity of the lead. Additional information was received that the patient implanted with this crt-d and lead reported a blinking red light on their communicator. The code displayed by the communicator was indicative of a high, out of range shock impedance measurement. Additional information was received that the device was explanted for normal battery depletion and returned for standard analysis testing.

Manufacturer narrative:
Technical services inquired as to how the patient felt and they reported feeling fine, that they had a procedure the previous day to tighten a loose setscrew. The local area sales representative was notified of the red alert and they confirmed they forgot to clear the clinical events screen and that measurements after the invasive procedure have been good. The clinical events will be cleared in this crt-d and this crt-d and lead remain implanted. No additional information is available at this time. Should more information become available, this event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the[defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.